Event description:
Dexcom was made aware on 10/07/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On 10/06/2024, it was reported that the patient experienced cellulitis which occurred 7 days after the sensor had been inserted in the arm. The patient experienced redness, inflammation, infection underneath sensor pod area only. The patient was treated with keflex 1000 mg po tid for 10 days. The infection improved with the antibiotics. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - needle stick/puncture.